Manufacturer narrative:
Per the t:slim x2 user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was attempting to enter a food bolus and due to not delivered a bolus within 90 seconds, the customer received a valid incomplete bolus alert. The customer's blood glucose (bg) level was 222 mg/dl and rose to 254 mg/dl while tandem customer technical support (cts) was assisting the customer with the alert. Cts also assisted the customer with entering the bolus; however, the customer inadvertently entered a bg level of 60 mg/dl instead of 222 mg/dl with a correct carbohydrate of 25 grams. The bolus calculated by the pump based on the numbers entered dropped the bg level to 231 mg/dl. Cts assisted the customer with correctly entering the accurate bg level.